Event description:
Reportable based on device analysis completed on 24jun2025. It was reported that a catheter issue occurred. The 76% stenosed target lesion was located in the mid right coronary artery. The opticross hd imaging catheter was selected for use. During the procedure, leakage occurred at the 3-way valve outside the patient. The procedure was completed with another of the same device. There were no patient complications, and the patient condition was stable. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis with a hemostatic valve. Visual inspection revealed the sheath was kinked. During the flush test, no signs of leak were observed. Microscopic inspection revealed twists in the imaging window.